Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). A homechoice hardware device had a 2267 (air in line) alarm which is indicative of a potential malfunction of a disposable device. There was no sample received or lot number provided to investigate the alarm, therefore, the root cause is undetermined. Per the baxter homechoice operator's manual, users are advised to connect to the set before pressing go. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted global technical service (gts) reporting a system error (se) 2267/se 2367 during dwell 1 of 6 on the homechoice (hc). The caregiver (cg) needed assistance with a se 2367. The technical service representative (tsr) explained the se 2367 to the cg and explained that the se 2367 usually follows a previous se. The tsr had the cg cycle the power on the homechoice (hc) to view the alarm log and a se 2267 was the previous se that occurred prior to the se 2367. The tsr advised the cg that the hp must start over with all new supplies on the hc. The cg thought that the home patient (hp) may have pressed go to start therapy before they connected onto the hc. The cg would have the hp start over. The hp would start over with all new supplies. There was patient involvement. There was no serious injury or medical intervention reported.